Manufacturer narrative:
The on-site investigation by our field service engineer found no fault with the ventilator and no parts were replaced. The device logs were downloaded and the ventilator was released for use. Additional information from the hospital stated that after the event, the ventilator functioned without deviation on a test lung. Evaluation of the test log shows that a successful pre-use check was performed 8 days before the event date. No patient circuit test was performed prior to start of ventilation. The technical log has no entry on the date of event. The event log shows that the actual ventilation period lasted 10 minutes. Ventilation was in pressure controlled mode. The generated alarms during the ventilation indicate a leakage situation. The last minutes of the ventilation period contain single high peep (positive end expiratory pressure) and high airway pressure alarms. The trend log shows that the expiratory minute volume (mv) was stable at about 5 l/min but after about 6 minutes decreased to 1.5-2 l/min. The inspiratory mv and peep fluctuated during the first 6 minutes but the inspiratory mv decreased to about 3 l/min in the last 4 minutes. The peak pressure was according to set parameters. The log confirms a decrease in mv after 5-6 minutes of ventilation but there was no stop of ventilation. The conclusion is that the ventilator attempted to deliver breaths according to settings and that there was no technical failure with the ventilator at the time for the event. The decrease in mv was due to leakage.

Event description:
(B)(4).

Event description:
It was reported that while the ventilator was connected to a patient, it stopped ventilating and the patient had to be resuscitated. No further information was provided and it has not yet been received despite several attempts to obtain it. The final patient outcome is unknown. (B)(4).